Event description:
On (B)(6) 2013, the patient contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received multiple loss of prime alerts started an hour ago. Patient was able to complete the load and prime steps successfully after cartridge change. Patient denied that there was trauma to the pump, change of temperature or power loss. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.